Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported several false positive results with the ID now covid-19 assay performed on an unknown sample or swab type. The customer reported that the patients were positive with the ID now covid-19 assay. The customer reported that confirmation testing was performed and the negative results were obtained. No additional patient information, including treatment and outcome, was provided.